Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.